Event description:
A surgeon experienced blood strike through at the sleeve of his surgical gown while performing a total hip replacement. An infection control report was prepared by the hosp as the pt had hepatitia c. This report was not shared.